Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a dissection occurred. An agent drug coated balloon was selected for treatment of the target lesion which was located in the distal left anterior descending (lad) artery. Following pre-dilation, the agent device was advanced to the lesion site. During the second inflation at 12 atm for 60 seconds, a non-flow limiting vessel dissection occurred. The device was successfully removed from the patient. The physician placed a synergy stent to treat the dissection and the patient condition was stable post-procedure.